Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre b.v.). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6). Metal parts of hand piece flushed into anterior chamber of eye, may lead to foreign body reaction, a serious harm to patient, hence concluded as reportable. There is no information provided on any intervention, however, for an event like this, additional flushing or exploration may be required. All available information has been disclosed. This complaint has now been closed.

Event description:
We learned from a nurse who called in later in the afternoon that during a phaco procedure metal particles were flushed into the anterior chamber from a patient's eye.